Event description:
According to the reporter: during preparation, the scrub nurse found that the distal part of the shears were bent when she opened the packaging. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).